Event description:
Revision for removal of securfit trident hip construct in patient due to deep infection.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report:cat # 6054-0812s, lot # mjj37d, description: primary secur-fit plus max #8/12.cat # 542-11-54f, lot # 35715302, description: trident psl ha cluster 54mm.cat # 2030-6525-1, lot # mjl15w and mjr4v7, description: 6.5 cancellous bone screw 25mm.cat # 2030-6520-1, lot # mjtkyl, description: 6.5 cancellous bone screw 20mm.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. (B)(4).

Event description:
Revision for removal of securfit trident hip construct in patient due to deep infection.

Manufacturer narrative:
DHR indicates all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Chr indicates there have been no other events for the reported lot. The event was not confirmed. The exact cause of the event could not be determined because limited information was provided.